Event description:
It was reported as per medwatch that the top half of a drill bit broke during a mandible/maxillary osteotomy procedure. The broken piece was located and removed by the suction tip. There was no patient injury reported, as a result of this event. It was further reported that another drill was readily available to successfully complete the procedure.

Manufacturer narrative:
Product was discarded at the account. Device is not available for evaluation.